Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was moved to a new location and ¿placed deeper¿. It was noted that the ins was uncomfortable because the patient lost a ¿significant¿ amount of weight and the ins no longer had as much tissue ¿padding it¿. It was noted that the patient experienced pain at the device pocket. The patient¿s status was noted as alive at the time of the report. It was further reported that the ins was repositioned the day of the report. It was further reported that the all impedances were ¿normal¿ right before surgery. It was noted that there were no malfunctions seen and the cause of the issue was due to the patient¿s weight loss. It was reported that the patient was receiving effective therapy after the ins relocation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient product ID 3 7754, serial# (B)(4), product type recharger product ID 3986ilc, lot# n25739, implanted: 2002-(B)(6), product type lead, product ID 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), (B)(4).